Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a faulty reservoir. The customer's blood glucose reading was 113 mg/dl. The customer stated that there was a no delivery alarm during manual prime. The customer stated that she had issues with the set being blocked. The customer was advised to clear the alarm with the escape and act buttons. The customer was advised to reinsert the reservoir and run manual prime until at least 5.0 units. The customer stated that the pump did not alarm no delivery with manual prime. The customer was advised that changing the reservoir will resolve the issue. The customer will return the reservoir for analysis.